Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and off no power anomaly on the insulin pump. Customer's blood glucose reading was 78 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were unable to rewind the insulin pump due to off no power anomaly. Customer received motor error once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a partially broken reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube window and a cracked case at the reservoir tube window corner.